Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroinduodenal artery (gda) using a ruby coil. During the procedure, the physician attempted to reposition the ruby coil; however, it unintentionally detached inside another manufacturer's microcatheter. The physician removed the microcatheter with the detached ruby coil inside and continued the procedure using another manufacturer's devices. There was no report of an adverse effect on the patient.